Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 10:23. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem.